Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While placing the hole eliminator, the surgeon complained the straight screw driver shaft was too rounded. The back up trays were opened and that screw driver shaft was rounded also.

Manufacturer narrative:
Conclusion and justification status for MDR: (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.